Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed. The customer's blood glucose was 186mg/dl. The customer stated they replaced battery multiple times. The customer was advised to monitor pump and call back if issues recur.